Manufacturer narrative:
Other text: evaluation results: one medfusion pump was returned for investigation in used condition. The tamper seals were broken. The top case was badly chipped on the front left corner. The bottom case was missing two feet and the battery door was cracked. Both plunger cases were also cracked. A review of the event history log evidenced the reported depleted battery message. This message was replicated after the device was powered up. The investigator determined that the battery had a low lmd. This was the result of normal wear (the pump was over six years old).the battery was replaced. The aforementioned components were also replaced. The device then passed functional testing.

Event description:
It was reported that the pump gave a battery depleted error. The housing on the pump also had a crack. There was no patient involvement.